Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the arm on (B)(6) 2025, which is off-label usage of the device. On (B)(6) 2025, it was reported that the patient's parent said that the sensor might have failed in the evening while the patient was sleeping. They can't confirm what time it happened. They saw the sensor fail when the patient woke up in the morning on (B)(6) 2025. The last known egv was not described. The parent said that the patient had high blood sugar when they checked the manual bg and has ketones. Bg value was not provided. The parent said that the omnipod 5 pump did not automatically provide insulin since the sensor failed. They are using the patient's pump at the time of the call to administer insulin. The parent refused to provide other details and said that he's just requesting for a replacement then hang-up. Performance data was reviewed. The allegation was confirmed via data as a sensor failure after warm-up. The probable cause was determined to be high counts aberration. No additional patient or event information is available.